Manufacturer narrative:
A steris service technician inspected the surgical light and confirmed the surgical light showed signs of rust and paint chipping. The technician removed any loose paint, lightly sanded the rust spots and applied paint. The surgical light was returned to service and no additional issues have been reported. The rust and paint chipping on the surgical light is indicative of improper cleaning procedures by user facility personnel. The steris account manager is working with user facility personnel to perform in-service training on proper cleaning procedures as stated in section 6 of the operator manual. Steris is filing this report as we are unable to confirm with the user facility if the sterile field was compromised due to the reported event.

Event description:
The user facility reported rust at the collar of their harmony led585 lighthead. No report of injury or procedural delays or cancellations.